Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A systematic echocardiogram was performed following the procedure which revealed a small pericardial effusion located on the left side of the heart, in the view of the lateral wall. No treatment was required to resolve the effusion. There were no performance issues with any sjm device. The physician stated the ablation catheter may have contributed to the perforation during manipulation.